Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a infection of the pod site. For treatment, the patient was prescribed prednisone( 2x a day for 7 days). The pod was worn between 36 and 48 hours on the leg. The pod site had purulent discharge coming from the insertion site. The patient was discharged on the same day.